Manufacturer narrative:
Additional information received on (B)(6) 2019, patient underwent bilateral removal and replacement with two 550cc mentor smooth round high profile memorygel breast implants r) catalog: 3505504bc lot: 7748080 sn: (B)(4) l) catalog: 3505504bc lot: 7748080 sn: (B)(4) on (B)(6) 2019. The investigation of the returned device was completed by the failure analysis lab on =(B)(6) 2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the implant. During analysis of the device a rupture was noted in the posterior view measuring approximately 4.5 cm. Leak testing revealed there was leakage from the valve. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were discovered. The analysis was¿unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Possible causes of deflation of saline-filled implants include, but are not limited to the following events: excessive stresses or manipulations as may occur during normal, daily routines. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant products: 460cc mentor smooth round high profile saline breast implant catalog: 350-3460, lot:6722849, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female patient who underwent breast augmentation revision surgery with two 460cc mentor smooth round high profile saline breast implants experienced right sided deflation post procedure. The right sided deflation was confirmed by a physician upon an examination. As a result, patient has planned explantation on (B)(6) 2019.